Event description:
It was reported that after an pancreatoduodenectomy procedure, when the patient went back to the hospital ward after the procedure, blood leak was confirmed from the drainage tube. Patient's blood pressure decreased and the patient became to be almost shock state. The patient received further surgery and bleeding was stopped. The patient recovered and now there is no problem with his or her health. The surgeon commented that there seemed to be no problem with the device use during the procedure. Silk suture was used for ligation at the patient's side, then fcs9 and the electrical knife were used to resect the tissue at the distal side. Furthermore, the surgeon confirmed the hemostasis condition every hour and no bleeding was confirmed during the procedure. The initial procedure took about 6 or 7 hours. No device will be returning.

Manufacturer narrative:
Date sent: 01/23/2009: information asked for but unknown or not provided during initial contact. Iormation not available, device not returned for analysis additional information: how long after the procedure did the patient return with the blood leak? About 1.5 hour after the surgery. Why did the surgeon elect to use the focus fcs9 for this procedure? Sorry, we have no information. When the patient had further surgery to stop the bleeding, where was the bleeding at? The surgeon stopped the bleeding in the second surgery which started soon after the blood leak was confirmed. The surgeon commented that the bleeding seemed to be from the largest blood vessel at the jejunum. Was the bleeding from an area where the fcs9 or electrical knife were used? The surgeon commented as follows; the bleeding seemed to occur from the area where fcs9 was used, but it was unspecified. Which procedure took 6 to 7 hours ¿ the initial pancreatoduodenectomy procedure; or the second surgery to stop the bleeding? The initial pancreatoduodenectomy procedure. How much blood was lost? Totally 5365cc. This amount is including the bleeding amount in the second surgery. The surgeon commented that blood loss in the first procedure was little. Did the patient require a blood transfusion ? Yes. The patient received 24 blood units. What is the patient¿s current condition. The patient is recovered and there is no problem with the patient condition. How did they transect the pancreas? Sorry, we have no information. At the reoperation, were they able to identify the source of bleeding? Sorry, we have no detailed information about the source of bleeding. How many of these procedures are performed at this institution each year? Sorry, we have no information but this is the first use of harmonic focus the patient¿s blood pressure steadily moved between 60 and 70 during the first procedure. After the first procedure, the blood pressure increased to 130 or so. Then, the blood pressure decreased to 30 or so.